Event description:
Removal of endosseous dental implant. Implant was placed in site #8 (class iii bone) on 11-28-95 during a highly complex procedure during which bone augmentation was done using autogenous bone and resorbable membrane. The implant was removed on 3-28-97. A temporary crown was placed on the implant 1 week prior to implant removal. The clinician reports that the failure may be due to the temporary crown being high and that the implant was placed in newly regenerated bone. The clinician also states that the implant was damaged during the restorative phase of treatment.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.